Manufacturer narrative:
(B)(4). Report source: foreign: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screwdriver was fractured. This event did not occur during a surgery and no patient involvement was reported. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d4: UDI g3 g6 h2 h3 h4 h6 h10 corrected: d4: lot number one arcos 3.5mm hex drive item# 31-301852 lot# zb7081606 was returned and evaluated. Upon visual inspection there are wear marks along the shaft of the device and the hex tip has fractured. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.